Event description:
Covidien received a report that during preventive maintenance, a n-395 was determined to have no audio. The no audio was isolated to the speaker of the n-395 by the biomedical engineer. No pt was involved.

Manufacturer narrative:
Customer declined to return unit to covidien for eval.